Event description:
It was reported that during a stenting treatment procedure stent movement occurred. The 75% stenosed lesion being treated was located in the moderately tortuous, mid left anterior descending artery. The physician inflated a 3.00x16mm promus element stent in the target lesson. The device was successfully removed and it was noted that the stent had not deployed and had moved on the balloon. The procedure was completed with another of the same device. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified that the stent had moved proximally off the balloon so the distal end of the stent was located on the proximal markerband. The appearance of the expanded stent struts would suggest that the inflation procedure had begun. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The inflation device was verified before and after use. The device was attached to an encore inflation unit and the balloon was inflated to nominal pressure with no issues; however, the stent was unable to be deployed as it had moved proximally off the stent. A vacuum was pulled and the balloon deflated with no issues noted. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent movement occurred. The 75% stenosed lesion being treated was located in the moderately tortuous, mid left anterior descending artery. The physician inflated a 3.00x16mm promus element stent in the target lesson. The device was successfully removed and it was noted that the stent had not deployed and had moved on the balloon. The procedure was completed with another of the same device. No complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).